Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarms twice last week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, displacement test, prime/a33 test, excessive no delivery test and occlusion test or verify motor error alarm due to blank display. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, broken belt clip slot and missing end cap sticker. The test infusion set and reservoir does lock into place.